Event description:
It was reported that the patient attempted to inflate his device, however, is pump was as hard as a rock and would not transfer the fluid to the cylinders. He was instructed in troubleshooting techniques and will consult with the physician if needed. No patient complications were reported.